Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va04z6f, implanted: (B)(6) 2013, product type: lead.

Event description:
A healthcare professional from a clinical study for alzheimer's disease reported starting on (B)(6) 2016 the patient experienced syncope. The suspected cause was unknown. Relatedness was unknown. The event had required new in-patient hospitalization. The event had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.